Manufacturer narrative:
(B)(4). The sample has been requested, but has not yet been received at baxter. A follow-up medwatch report will be submitted if the sample is sent back to baxter for evaluation or if additional information is available.

Event description:
The facility representative contacted baxter on (B)(6) 2010 to report an intermate in which the bladder ruptured during patient therapy. The intermate was filled with meropenem 1.5g (gram) with the concentration of 11mg/ml (milliliter) and sodium chloride. The total fill volume was 130ml. The solution was not filtered and no forced prime was performed. The product was stored at ambient temperature. The event occurred 15 minutes into the infusion. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.